Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the atrial lead displayed possible under-sensing. The lead remains in use and no patient complications have been reported as a result of this event.